Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was a cracked solder connection at pin 1 (can h) of connector j702 on the distribution node pca. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged j702 connector. The root cause of the damaged j702 solder connection was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient using electrode belt sn (B)(4) was a service code 204 - belt/monitor unusable.